Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured using snap gauge within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29apr2021 it was reported that crossing difficulty occurred. The 95% stenosed target lesion was located in a mildly calcified and severely tortuous coronary artery. The lesion contained <90 degrees bend. Following pre-dilation, a 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damaged.